Manufacturer narrative:
No other information was provided. (Model,serial, and lot #): this information has not been provided. The product sample was destroyed by the customer; "therfore", could not be sent in for analysis. Initial reporter name, phone or e-mail was not provided. Initial reporter occupation was not provided. The product lot # was not provided; therefore, device manufacture date cannot be determined. 3m implemented a new dehp free material to enhance the material properties on all 3m ranger(tm) fluid warming disposable products in 2013. Subsequent to this change 3m received a higher trend of complaints applicable to leaks within selected areas of the disposable tubing connections. 3m implemented a solvent improvement process in late 2015 to address this type of event. This improvement was to the solvent bond process to "reduced" leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting which are part of the high flow disposable set. The change was implemented to increase strength and to minimize leaks. The lot number indicated in this complaint would have been post cure-to-touch solvent bond process improvement. A new process improvement was implemented in dec, 2017 to further reduce incidence of solvent bond leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting which are part of the high flow disposable set. Further process improvement efforts are being conducted. The product sample was destroyed by the customer; therfore, analysis of the product could not be conducted. End of report.

Event description:
A hospital employee alleged that a 3m¿ ranger ¿ high flow fluid warming set (model 24370) leaked whole blood from the perimeter port area. Details regarding the usage of the device was not specified. No harmful exposure to blood was specified. No patient injury was alleged.

Manufacturer narrative:
3m implemented a new dehp free material to enhance the material properties on all 3m ranger(tm) fluid warming disposable products in 2013. Subsequent to this change 3m received a higher trend of complaints applicable to leaks within selected areas of the disposable tubing connections. 3m implemented a solvent improvement process in late 2015 to address this type of event. This improvement was to the solvent bond process to reduced leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting which are part of the high flow disposable set. The change was implemented to increase strength and to minimize leaks. The product lot number was not provided; therefore, it is unknown if the product would have been post cure-to-touch solvent bond process improvement. A new process improvement was implemented in dec, 2017 to further reduce incidence of solvent bond leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting which are part of the high flow disposable set. Further process improvement efforts are being conducted. The product sample was destroyed by the customer; therefore, analysis of the product could not be conducted.